Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, the pump settings had been adjusted by the healthcare provider. Milk with sugar was consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.